Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged causing diaphragmatic stimulation and high pacing threshold. This lead was successfully repositioned and still remains in service. No additional adverse patient effects were reported.